Event description:
It was reported that an ilet bionic pancreas displayed malfunction alerts 57, 59, and 69 with a concurrent high glucose alert, and the patient reverted to backup therapy; the highest reported blood glucose was 400 mg/dl. Symptoms included hyperglycemia and malaise. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem, consistent with software runtime, state, and algorithm parity error alerts. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.